Manufacturer narrative:
(B)(4).

Event description:
The customer reported that at the time of inspection prior to use on a patient, the endobronchial tube cuff did not deflate. No patient involvement.